Event description:
Updated/corrected event narrative: information received by medtronic indicated that the customer had a communication issue between the minimed application to the pump and lost screen. No harm requiring medical intervention was reported. Troubleshooting was performed and pairing was established between the pump and mobile. The product will not be return for analysis. Customer was advised to complete a diagnostic log upload to carelink and it was uploaded successfully.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section b5 was not complete/completely correct. The updated event information is being submitted via this follow up report under b5 section.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations.  An attempt to reproduce the reported event was conducted 5 times using samsung galaxy a71, android 11 devices with 780g pump and app ver 1.3.1 and we were unable to reproduce the issue during testing. From app log analysis, the reason for connectivity problems is the unfinished bonding procedure. The software performed as expected per specification - ble connect ios and android mobile software requirements specifications, 10938329doc. We can see bonding appears to have failed due to 30 seconds timeout which appears to be caused by the user not confirming the pairing on the system dialog which appears twice. Helpline were provided some troubleshooting steps which are listed below that could help the customer. On some android devices 2 confirmation notifications will be present on the device screen for about 5 seconds and after that period system will hide notification. But it can still can be found in the notifications shade by swiping down from the to of the screen. User has 30 seconds in total to confirm 2 notification prompts. In the smartphone bluetooth settings remove pump from the list of connected devices; on the pump go to paired devices menu and unpair connected smartphone (it will be presented as ¿mobile xxxxxx¿). If steps above will not help please try next mitigations: resetting network settings. Clearing data of the bluetooth app. Helpline were provided the above troubleshooting steps and they advised the issue was now resolved but did not mention what steps they took to resolve. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to additional manufacturer narrative has been updated and provided in h10 section of this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a communication issue between the minimed application to the pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The product return is not expected for analysis.